Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine and bupivacaine via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated that the patient had an MRI on march 26th and the patient did not have the pump checked post MRI. The hcp stated that they checked the logs and saw that the pump was stalled and recovered today. The manufacturer's technical services specialist (tss) walked the hcp through how to silence the pump alarm and reviewed telemetry mode. The hcp stated that the patient had no symptoms. The troubleshooting on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated the patient's weight at the time of the event.